Event description:
Complainant alleged that during the incoming inspection of the product, the device intermittently only displayed a green dot on the video screen. The complainant indicates that here was no patient involvement in the reported failure.